Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003, indicative of the battery voltage too low for the projected remaining capacity. Boston scientific technical services advised the field to send in device data for review and a subsequent replacement window. The ICD remains in service and no adverse patient effects were reported.